Manufacturer narrative:
Investigation we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the needle hub. A review of the device history record reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the needle hub lot #6334333 and no problems, defects or qn related to the reported issue were found. Conclusion: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. The returned affected sample presented embedded contamination in the needle hub. We confirmed the reported issue. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported there was black foreign matter found on needle of a bd 20 ml syringe with 18g x 1.5 in. Needle before use. No medical intervention.

Manufacturer narrative:
Changed from serious injury to malfunction. Serious injury was entered in error and should be malfunction. The device malfunction was found prior to use and no serious injury occured.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported there was black foreign matter found on needle of a bd 20 ml syringe with 18g x 1.5 in. Needle before use. No medical intervention.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was black foreign matter found on needle of a bd 20 ml syringe with 18g x 1.5 in. Needle before use. No medical intervention.